Event description:
The customer reported that during a planned cardioversion with a defibrillator, the ECG waveform was not shown for about 9 seconds. After 9 seconds, the ECG waveform was there again.